Manufacturer narrative:
Medivators received a report from chemtrec that a user experienced eye exposure while handling rapicide pa high level disinfectant (hld). The facility reported that the user rinsed their eyes after the exposure. Chemtrec followed up with the facility and provided copies of the medivators rapicide pa hld safety data sheets (sds) for both rapicide pa part a and rapicide pa part b. Medivators ra has made several attempts to follow up with the user, but have not received a response. The medivators sds instructs the user to wear protective gloves/eyes/face protection while handling rapicide pa hld. It is unknown if the user was wearing proper protective equipment (ppe) while handling the product. The current condition of the user is unknown. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
Medivators received a report from chemtrec that a user experienced eye exposure while handling rapicide pa high level disinfectant (hld).